Event description:
The user facility reported a 66-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was noted that the yellow luer of the purge sidearm broke after a purge cassette change. Purge fluid leaked from the luer and the "purge system open" alarm triggered. A purge bypass was performed to successfully resolve the issue. Sodium bicarbonate was used in the purge solution throughout support. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge sidearm break and purge leak was complete. The device was not returned for evaluation. After review of the clinical information, it was determined that the cause of the purge leak was sidearm yellow luer damage due to the use of sodium bicarbonate in the purge solution. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.